Event description:
It was reported that the patient was not receiving the coverage he needed and was not getting good pain relief. An impedance check showed that all contacts on the left lead had exceedingly high impedances. The patient underwent a revision procedure. The patient is doing well with his new programs.